Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 04/04/2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced feeling weak, throwing up, and loss of consciousness. The cgm reading was 400 mg/dl at that moment. The patient was able to do a fingerstick before passing out and calibrating the cgm reading before passing out. No treatment was given at that moment and the patient was driven to the nearest hospital by the parent. At the hospital a fingerstick was taken and the blood glucose reading was 728 mg/dl. The sensor was removed and no cgm reading was reported. The patient was treated with antibiotic, IV fluids containing potassium chloride, shots of insulin, and unspecified eliquis. A CT-scan, blood test and ECG were also done. The patient was discharged after spending 4 days at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).